Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead underwent an ablation procedure and this lead became dislodged. An invasive procedure was performed to reposition the lead. The lead could not be reposition because of fibrous adhesion. The lead was surgically abandoned and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.